Event description:
On (B)(6) 2013, it was reported that while the surgeon was placing a nine hole plate for a femoral shaft fracture repair, one of the 4.5mm cortex screw broke at the head as the surgeon was torquing the screw. Per the reporter, a locking screw was used beside the broken portion of the screw that remains implanted. The broken cortex screw head was discarded and was unavailable for evaluation according to the reporter. In addition, it was reported that the procedure was successfully completed and no other medical intervention was required. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.